Event description:
Procedure type: lobectomy. According to the reporter: after he fired the instrument, the clip was jammed and the handle was locked. The device jammed on tissue and had to be cut off to be removed. Surgery time was not extended by more than 30 mins.

Manufacturer narrative:
(B)(4).